Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer reported the infusion sets fell off from her body. This occurred with two infusion sets. The customer alleged the adhesive may be defective. The customer had elevated blood glucose levels. No adverse event was reported. Return of the suspect device was requested for evaluation.